Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The user interface to stack flex assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the swvbus line was mostly open, and flexing the flex can sometimes close the line. This failure would give the impression of no display, but in reality, the unit is failing to boot-up.

Event description:
It was initially reported by the customer's biomed that the device's display was blank. There was no pt use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would fail to boot-up.